Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: optical inspection: first step of our investigation is the optical inspection. The visual inspection revealed that the valve has scratch but no deformations or other abnormalities. The examination of the parallelism could confirm this as well. Permeability test: to proof the penetrability of the valve we carried out a penetrability test. This test was carried out at a hydrostatic pressure difference of approx. 20-30 cmh2o in the flow direction. The test results that the valve were more difficult permeable. Adjustment test: our adjustment tests are carried out with the standard prosa adjustment and measurement tools and check mate as well. The valve is adjusted from 0 up to 40 cmh2o in steps of 5 cmh2o and down again in the same way. It was found out that it was possible to adjust the valve in all pressure ratings. Braking force and brake function test to measure the braking force we have investigated the valve with a braking force apparatus. Here, it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. In the case of the prosa valve, the brake force test has shown that the braking force was outside the expected specification. Excessive pressure exertion on the housing surface may adversely affect the braking force. Computer controlled test: the test is performed with miethke computer controlled testing apparatus. The valves were tested by simulating a liquor flow between 60 ml/h down to 5 ml/h and up again to 60 ml/h in vertical position (in acc. To iso (B)(4)). Distilled water has to be used as test liquid. Result: in the visual inspection of the valve, we could except for scratches not detect any apparent damage. Also the measurement of the parallelism could confirm this. In the further course of investigation we carried out a permeability test. The investigation has resulted that the valve more difficult permeable. Moreover it was possible to adjust the valves in all pressure ranges. To proof if the brake function is full in place we carried out a brake function test. The investigation has shown that the braking force was outside the expected specification. Excessive pressure exertion on the housing surface may adversely affect the braking force. To check the suspected over-drainage we carried out a computer controlled test. Here the prosa-valve was tested in the upright position with a pressure range of 20 cmh2o. Normally we expected a pressure of 0 cmh2o having an opening pressure of 20 cmh2o; that means that the pressure resulting from the difference of altitude is being compensated. At the first test an opening pressure at the reference flow level of 5 ml/h is measured -12,81 cmh2o. Based on the first result we can confirm an over-drainage. Nevertheless, we execute a second test. The second test initially showed a slight improvement of the valve, even if the measured values are still outside the accepted tolerance. The second test showed a opening pressure at the reference flow level of 5 ml/h of -9,93 cmh2o as well. We suspect the deposits inside the valve could have impaired the function and were washed out by our computer-controlled test presumably, the valves values would increasingly improve with each further measurement. Given the fact that during the treatment with shunts the following complications may arise (as described in the literature): infections, blockages caused by protein and/or blood in the cerebrospinal fluid, over/under drainage1 we decided to dismantle the valves. Within the prosa valve we found only slight deposits or substance of protein, but more deposits were found on the connector which might could be the reason for the assumed difficulties of permeability in the past. Based on our investigation results we can the over-drainage confirm. The valve was more difficult to permeable and could be adjusted in all pressure ranges. At the time of delivery there is no failure detectable with the valve.

Event description:
It was reported that there was an issue with fv701t - prosa valve. According to the complainant, the valve was believed to be blocked. The valve was explanted and returned to the manufacturer for evaluation. Further details were not provided. Patient information: age: (B)(6) years, height: 180cm.